Event description:
The patient was implanted with a left ventricular assist device. Approximately 1.5 years post-implant, the patient reported red heart alarms to the vad coordinator and was asked to return to the hospital for readmission to check the alarm history. The data revealed decreases in speed while the patient was supported by batteries as well as by the power module. The system controller was exchanged and the decreases in speed continued. X-rays of the intracorporeal portion of the percutaneous lead revealed no damage. The patient showed no signs of hemolysis, but thrombus is suspected. Additional information was provided approximately two weeks later indicating that a decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. According to the information received, the explanted pump is not available for evaluation and will not be returned to the manufacturer. Therefore, the exact cause of the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.